Event description:
The heat shrink came off during the surgery. The heat shrink was removed from the abdominal cavity, so there was no health problem.

Manufacturer narrative:
At this time, microline surgical, inc is awaiting the affected tip back from the importer/distributor. An investigation will be conducted, and a final adverse event report will be submitted with the results.